Manufacturer narrative:
Cmp-(B)(4). Product is currently not expected to return to zimmer biomet for investigation as it remains implanted. Reported event was unable to be confirmed due to limited information received from the customer and no product was returned. DHR and complaint history could not be reviewed due to the lack of information received. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient had been indicated for a shoulder revision due to infection of unknown origin. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable. The patient was revised due to infection five (5) years post-implantation. There was no fault of zimmer biomet product.